Manufacturer narrative:
The actual disposable set was discarded and was not returned to baxter for evaluation. The home patient's nurse revealed that a user/patient error contributed to this event. However, the patient has since been retrained on how to spike bags. Baxter is monitoring issues like this. Should significant information becomes available, a follow up report will be submitted.

Event description:
A peritoneal dialysis (pd) nurse reported that a home pd patient experienced a peritonitis event in 2007 and was hospitalized for six days. The patient's symptoms were abdominal pain, cloudy effluent and a fever. The hp was treated with 2 grams vancomycin intra peritoneal the next dayand seven days later. All other antibiotic treatment is unknown due to hospitalization. The nurse had originally stated, the suspected root cause of the peritonitis was a non-aseptic disconnect/reconnect. However, upon review of the patient's chart, the nurse discovered that, the root cause of the peritonitis was not spiking the supply bags correctly. The patient has since been retrained on how to spike bags. Reportedly, the patient was recovered from this peritonitis event in 2007.